Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that, during the patient's ipg revision (related manufacturer reference number: 1627487-2021-17762), the patient's replacement ipg was placed deeper. Reportedly, the patient had lost weight, causing the ipg site to become uncomfortable. Surgical intervention resolved the issue.